Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item name# oxf twin-peg cmntd fem sm PMA; item number# 161468; lot# 66972460. Item name# oxf anat brg rt sm size 5 PMA; item number# 159570; lot# 66212655. Item name# oxf uni tib tray sz b rm PMA; item number# 154721; lot# 66829843. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery as the femoral component debonded from the bone and became loose, approximately six months post-operatively. Attempts have been made, and no further information has been provided.